Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient would get sick often and it was unknown if it was due to the device not being on or any changes to the device. The reporter wanted to have the device checked. It was stated the patient was getting sick every week to every other week. The patient had just started school and had been sick for three days in a row. It was noted that stimulation had been set ¿high¿ which gave the patient diarrhea and they were in the hospital. The patient would also get cramps and would need to take a laxative. The patient was on a ¿new¿ medication, but was still getting sick. Prior to implant, the patient was puking constantly, had gallons of stomach acid all the time, and was in constant pain. The reporter indicated that the doctor thought there could be an issue with the lower intestines, but it was not confirmed. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was ¿patient disease¿. It was noted that multiple reprogramming sessions of the implantable neurostimulator (ins) were performed. On (B)(6) 2013, the hcp had increased the settings with good effect. The hcp had not seen the patient recently due to the ¿distance¿ and that the patient ¿perhaps¿ needed another adjustment. Hospitalization was not required for the event. It was also noted that it was a ¿complex situation¿ with a ¿complicated mother¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).